Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse found power supply 24v sensor on 24v2 was absent. The fse found that the start button flashes but nothing on the screens, so there was a power supply issue. Fse replaced dcps power supply, but issue was not resolved. Fse replaced complete rear panel and programming of start-up sd board. After that the system was returned to work normally. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is impossible to turn on the device, the screen is black, despite the restart in progress. After rebooting system three times, there still seems to be intermitted issue. The device was not in clinical use. Philips has started an investigation of the complaint.